Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that multiple knives did not cut during separate surgeries. Alternate knives had to be obtained in order to perform the procedures. Patient impact information is unknown. Additional information received clarified that there was no impact to any patient associated with this report.